Event description:
It was reported that prior to starting a da vinci hysterectomy procedure, the prograsp forceps instrument jaws would not close. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the complaint. The instrument was placed on an in-house system and it moved intuitively with full range of motion in all directions. The grips opened and closed properly. Additional observation not reported was the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the additional finding of the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.